Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no deliver alarms. The customer stated that her blood glucose levels were over 300 mg/dl, and her father would be taking her to the emergency room. The customer stated that she only inserts the infusion sets in her abdomen. Advised the customer of all the possible areas where the infusion sets can be inserted. Nothing further was reported.